Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had the clock monitor test detected a mismatch between the system clock and the watchdog clock and clear user settings is selected by the user. The customer¿s blood glucose was 235 mg/dl. Customer reported that recently her insulin pump will shut down and she has to reset everything. Customer reported that all she would see is 7 and then it would start counting down. Customer reported that it every time she goes through to change her infusion set she has to go through this. Customer reported that she was doing good I have some highs and lows but was mostly in the 200 mg/dl range. Advise the customer to discontinue use of the pump and revert to a back-up plan per healthcare provider¿s instruction. The insulin pump will be returned for analysis.